Event description:
It was reported that the device produced an error code on start-up. Tried different power sources, same result. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt, but there was no issue found with the physical condition. No error code was downloaded from the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported alarm was found to be constant. Root cause of the reported issue is unknown, but the main board was found to be inoperable. Recommend replacement of the main board. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 08-sept-2022 via email and attached in complaint object: these issues were discovered during testing, no patient involvement. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.